Event description:
It was reported that during an implant procedure, after implanting the right atrial (ra) lead, it had dislodged. Attempts were made to reposition the ra lead but the helix would not retract. The ra lead was not used. There were no adverse patient consequences.

Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. Final analysis found a complete lead was returned in one piece with the helix found stretched/bent and clogged with dried blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray inspection found the inner coil at the connector region normal. X-ray examination found the helix stretched/bent consistent with procedural damage. Unable to perform helix mechanism and extension length test due to damage helix as received. The cause of the reported event of helix mechanism issue was isolated to blood/tissue and stretched/bent of the helix in the helix region. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.